Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was experiencing pain at the ins site. The hcp inquired if there were any reports of pain due to tyrex pouches. There was no device allegation and no further complications are anticipated. Additional information was received from the healthcare professional (hcp) via the representative (rep). It was reported that the hcp kept the patient overnight to monitor her. The hcp reported that the pain went away on day 2 and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.